Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to a fluid leak in the balloon. A new balloon was implanted and there were no additional patient complications reported.